Event description:
Reported via patient call center. It was reported that thrombosis occurred. A left atrial appendage (laa) closure procedure was performed, and a 27mm watchman flx pro closure device was implanted on (B)(6) 2023. The patient was discharged on eliquis and aspirin until the 45 day follow up, then dual antiplatelet therapy (dapt) plavix and aspirin for six (6) months and then just long-term aspirin. On (B)(6) 2026, a computed tomography was performed and imaging revealed that the patient had a 1-centimeter protruding, mobile thrombus along atrial surface of the closure device on the threaded insert. The patient was placed back on eliquis and will have a transesophageal echocardiography (tee) test.